Event description:
It was reported that a malfunction occurred on the pump after it was dropped and hit the side of the tub. The customer's blood glucose level did not exceed 500 mg/dl as a result of the issue. After assisting the caller with resetting the pump, the malfunction code did not recur, allowing the customer to continue using the pump. The caller was advised to contact technical support again if the issue arises.